Event description:
It was reported to medtronic minimed that the customer experienced blank display. The event involved product(s) mmt-1712k. Trouble shooting was performed and customer reported a blank display. Customer called back after receiving a new battery cap. Customer inserted a new battery with the new cap but display did not return. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thus software for reference. Proceeded with the following testing to assure proper functionality of the unit. Unit passed sleep current measurement, active current measurement, and self test. No blank display, low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. During adapt download history review, a failed batt test was recorded on (B)(6) 2024 at 10:37:50. In addition, pump error 53 was recorded on (B)(6) 2024 at 10:38:11.000, (file number: (B)(4) and line number: 5632). Per software engineer log, pump error 53 was triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during testing. Proceeded by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly, however, moisture damage noted on electronic assemblies and motor assembly during visual inspection. Unit was also received with battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case, stained keypad overlay, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. However, pump error 53 was noted during download history review and moisture damage noted on electronic assemblies and motor assembly during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.